Event description:
During a routine preventative maintenance service, a laerdal technician found this unit appeared to deliver a shock, but a "needs service energy low" message appeared on the display and no energy output was measured on the test equipment. No pt was involved.